Manufacturer narrative:
Device evaluation: the device was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device and initial reporter are unknown, no information provided to date.

Event description:
It was reported that a pump calibration failed. There was no reported patient injury.

Manufacturer narrative:
Other, other text: b5: additional information received on (B)(6). 2022 via email and attached to complaint object: no patient involvement. All issues found during testing. H6: event problem and evaluation codes: updates not required., corrected data: h4: correction: device manufacturing date: 17-dec-2020

Manufacturer narrative:
Other, other text: h6: updated h10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The device was missing the tamper seal, the battery door was cracked, and the latch lock would not release. The event log was reviewed and revealed no evidence of the reported problem. Upon function testing the reported problem was duplicated. The root cause of the reported problem was an inoperable downstream occlusion sensor. The downstream occlusion sensor was replaced to resolve the issue. A manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture or last repair of the device. No manufacturing or service issues were identified as causes of the customer's reported problem during the review of service and repair records. Therefore, no manufacturing or service records review is needed., corrected data: d4